Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. The cine bridge pcb, cine hard disk drive, image processor pcb, cine backplane, and associated cables were also evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up during cine playback. No patient serious injury or death was reported related to this event.